Manufacturer narrative:
The product was not returned to co. It is possible that this complaint was menitioned on two separate occasions and reported to co. Since the product was not returned co is unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the product could not be reviewed as no lot number was available.

Event description:
Product was revised due to a peritoneal catheter fracture approx. One yr after implant.